Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died in 2008 due to diabetes complications. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.